Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the wire basket broke during activation and metal pieces were left behind in the breast. No tissue was captured by the wand. Analysis conclusion: complaint confirmed: there are multiple wire strands that are broken within each of the five individual cut/capture wires within the multileaf element. There are nineteen wire strands that make up each of the five individual cut/capture wires, the wires are frayed but not completely severed and each of the five wires remain attached to each leaf. However, it cannot be determined when the wire strands became damaged. The five eyelets and the five wire knots remained intact and attached to each leaf within the multileaf element. The confinement sleeve tip, trocar tips legs, and the polyimide tubing insulation are melted and damaged. However, it cannot be determined what caused the polyimide tubing insulation, the trocar legs and the confinement tip to degrade. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bles procedure, a wire on the intact wand fracture, detached and remained in the patient. There was no adverse effect to the patient reported.